Event description:
It was reported that the device had a syringe not in place issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device had a cracked on right plunger case. During the syringe test and syringe plunger sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be the q1 broken off from plunger board and plunger board broken off from glue. The cause of the issue is known and is design related. Replaced plunger board. Performed preventative maintenance and all functional testing which passed. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.